Event description:
It was reported that during npwt, the renasys go began to ring blockage/canister full alarm, but there was not a drop of drainage in canister or tubing. In addition, the aeration disc was not occluded, no kinds in canister tubing or at top of soft port. After 12 minute of finish trying several solutions, the pump started to present another blockage. It is unknown how the therapy was finished. No other complications were reported.

Manufacturer narrative:
Additional information was received, that identified that this event should be re-evaluated for MDR reporting. The reassessment determined, that the issue does not meet the threshold for reporting. And is a non-reportable event. This report was made based upon information, which smith & nephew had not been able to investigate or verify prior to the required reporting date.